Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device gave an air in line alarm. A new tubing was swapped out, then the pump delivered the dose. There was no patient, or clinician injury associated with this occurrence. No further details provided at this time.